Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. The cause of the external stress on the lock lever was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the two plastic tabs on the connector sets broke off prematurely from the connecting tube. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and device evaluation. The device was evaluated by olympus, and it was confirmed that the tube set had broken. Based on the results of the updated investigation, it is likely that the external stress occurred due to the user may have applied stress toward wrong direction. However, a specific root cause of the reported problem could not be identified.